Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert was triggered. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise resulting in an unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant products: model: dtbb1d1, crt-d; implanted: (B)(6) 2013.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited electromagnetic interference (emi) resulting in the patient receiving inappropriate therapy. Oversensing, noise and high impedance on the rv lead were noted as well. A lead fracture is suspected. The patient's previous competitors rv lead had the similar oversensing issues which has led the physician to believe there could be a device header or device issue causing oversensing since this is same pattern on two different leads. Both the rv lead and the cardiac resynchronization therapy defibrillator (crt-d) have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.